Event description:
A customer in the united states notified biomerieux of a discrepant result with the vitek 2 ast-gn67 test kit (reference (B)(4)). The customer reports that a klebsiella pneumoniae urine isolate was tested and the extended spectrum beta lactamase (esbl) well tested positive; in addition, an offline esbl test was also confirmed as positive. The customer reports that all cephalosporins were tested with minimum inhibitory concentrations (mics) matching the interpretation of resistant; however, cefepime tested with a mic of eight (8) and was sensitive. Based on the information provided, the patient was started on an incorrect course of antibiotic therapy as a consequence of the discrepant result and was subjected to a prolonged recovery time.

Manufacturer narrative:
An investigation into a discrepant result event while using the vitek® ast -gn 67 test kit was performed. The customer reports that a klebsiella pneumoniae urine isolate was tested and the extended spectrum beta lactamase (esbl) well tested positive; in addition, an offline esbl test was also confirmed as positive. The customer reports that all cephalosporins were tested with minimum inhibitory concentrations (mics) matching the interpretation of resistant; however, cefepime tested with a mic of eight (8) and was sensitive. The customer did not submit the isolate for testing. A review of the submitted lab reports indicate that the initial test was "inconsistent". When an "inconsistency" is detected by aes, the user is informed that the "observed results do not match any phenotype in the aes kb. Verify organism identification, and check isolate purity. Retest if deemed necessary." It appears that upon repeat, the isolate was "consistent"; therefore, aes expertization completed, and the therapeutic correction of cefepime was made, due to the recognition of the esbl phenotype. The issue that prompted the complaint was therefore resolved upon repeat testing of the isolate. Ast-gn67 lot 587393210 passed initial qc performance testing. There were no issues with cefepime on initial qc performance testing.